Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported alarm (#1051) could not be duplicated during evaluation; however internal event logs confirmed alarms #3172, #1051, #1001, and #1003, with #1001 and #1003 triggering immediately upon power up. Internal inspection identified extensive biocontamination ingress affecting the patient fitting, flow manifold assembly, flow screens, leaf valve, spm board tygon tubing, and compressor opening. The operator's guide recommends the use of bacterial/viral filters and, where appropriate, check valves in the patient circuit to reduce the risk of contamination or backflow of biological material into the ventilator. Due to the extent of biocontamination damage from the patient event, the ventilator was deemed unrepairable. The presence of fluid contamination within the pneumatic pathway directly impacts the ventilator's ability to perform accurate pressure and flow sensing and to complete autocal successfully. Based on the extent and location of the observed contamination, the 1051 alarm is attributed to biocontamination within the pneumatic system. This represents an external condition rather than a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.